Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image was noisy due to the faulty charged coupled device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had poor contact with the charged coupled device line causing the image to flicker. The issue was found post inspection and during the diagnostic hysteroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.